Event description:
It was reported that during an implant procedure, while the lead was put through the introducer, the tip separated once it was implanted in the patient. Everything was then removed. It appeared that the lead was separating between the electrode 0 and 1. The procedure was successfully completed. Additional information was requested.

Manufacturer narrative:
(B)(4).